Event description:
Caller states that they went to the doctor due to high results on the device. She reports that her device read 220mg/dl while the doctor's device read 86mg/dl. Tests were reportedly taken within 10 minutes. No adverse event reported andno treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.